Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service codes displayed) was unable to be duplicated. The distributor evaluation included downloaded data review as well as incoming functional testing of the device¿s ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. Upon further evaluation, the response button cover was missing, causing the response buttons to operate intermittently. The root cause for the service codes was unable to be duplicated. The root cause of the non-functional response button cannot be positively identified. There was no adverse event that resulted from the damaged monitor.